Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue event on (B)(6) 2026. The infusion set fell off during use due to sweating. The patient replaced the infusion set, and resumed insulin delivery successfully. No further information available.